Event description:
It was reported the device would not power on during current drain test. The device was returned for service. No patient involvement or complications were reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) : analysis could not duplicate the initial report, the device passed all functional testing. The lower case and side bail covers were broken, the ring cover and ring bail were missing, one heart wire contact was contaminated, the battery contacts were compressed, the side bails were bent and the keyboard was scratched.